Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004 and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated with mdrs #1225714-2014-02269, 1225714-2014-02270, 1225714-2014-02271 and 1225714-2014-02272.